Manufacturer narrative:
The device was returned for evaluation. The delivery system and sheath were returned in a used condition after handling during the procedure. The devices were separated for decontamination and evaluation. The sheath shaft was fully inspected and the following was observed: the sheath shaft liner torn from approximately 6¿ in length from the sheath distal tip, minor sheath soft tip damage was observed, a liner strand observed 2.5¿ from distal tip, liner strand approx. 1¿ in length, and scratches were present along the entire length of the sheath shaft. Due to the condition of the returned device and nature of the issue (liner expanded and torn), no relevant functional testing was performed. Liner thickness was measured on the distal and proximal end of the tear. Thickness deviating from the specification could contribute to liner tears and/or be indicative of a manufacturing non-conformance. The liner thickness at all measured locations met the specification. A device history review (DHR) was performed and did not reveal any issues that could have contributed to this complaint event. A lot history review was performed and revealed three (3) other complaints relating to ¿sheath shaft ¿ liner torn¿ and none relating to ¿sheath shaft ¿ liner strand¿. Review of complaint history revealed that the occurrence rate did not exceed the (B)(6) 2018 control limit for the trend category ¿damaged¿. No instructions for use (IFU) or training deficiencies were identified. Manufacturing inspections support that it is unlikely that a manufacturing non-conformance contributed to the reported complaint. The complaint for ¿sheath shaft ¿ liner torn and sheath shaft - liner strand¿ were confirmed through visual inspection of returned device. However, no manufacturing nonconformances were identified in the returned device. A review of DHR, lot history, complaint history and manufacturing mitigations revealed no indication that a manufacturing non-conformance contributed to the event. A review of IFU/training materials revealed no deficiencies. It is possible that retrieval of the balloon into the tip of the sheath may have occurred in a non-coaxial condition due to balloon rupture, which may increase the chance of the balloon getting caught on the sheath tip and tearing. The patient was reported to have mild calcification and tortuosity in the access vessels, which could have contributed to non-coaxiality during retrieval. Additionally, the patient was reported to have mild calcification, which likely interacted with the sheath shaft (as evidenced by scratches) and liner causing the liner strand. A definitive root cause is unable to be determined at this time; however based on available information, patient and/or procedural factors (retrieval of ruptured balloon; calcification) may have contributed to the complaint event. A review of edwards lifesciences risk management documentation was performed for this case.  The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time.  The complaints for ¿sheath shaft ¿ liner tear¿ and ¿sheath shaft ¿ liner strand¿ were confirmed, but no product non-conformances were identified in the returned device. Available information suggests patient and/or procedural factors (retrieval of ruptured balloon; calcification) may have contributed to the complaint event. An in-depth evaluation regarding complaints for ¿sheath shaft ¿ liner torn¿ has been documented. A review of complaint data revealed that the complaint rate did not exceed the (B)(6) 2018 control limit for the applicable trend categories. No labeling or IFU inadequacies have been identified. As such, no corrective or preventative action is required at this time.

Manufacturer narrative:
This is one of two manufacturer reports being submitted for this case.  Please reference related manufacturer report no:2015691-2018-02670. Investigation is underway.

Event description:
As reported by an edwards lifesciences affiliate in (B)(4), during a transfemoral tavr, the balloon of the commander delivery system ruptured during valve deployment. The device was prepped as usual without problem. Balloon valvuloplasty was skipped and the sapien 3 valve (s3) was directly deployed. The st junction was a bit narrow but valvular calcification was not so severe. The 29mm s3 valve was inflated with 1ml additional contrast than nominal volume. The balloon ruptured two to three seconds after full-inflation. The hemodynamics were stable and no paravaluvular leak was observed; therefore no additional intervention was required. The device was retrieved carefully. Lower extremity angiography showed no vessel injury. The procedure was completed without any health consequences. After device removal, visual examination found that the balloon tore at the middle of balloon but partially connected. The physician mentioned that he felt more resistance than usual on pulling the balloon catheter during valve alignment. Liner tear was found during pre-decontamination evaluation process. The following was observation; liner tear along length of sheath shaft, minor distal tip damage, scratches along sheath shaft, liner strand observed 2.5" from distal tip, liner strand approx 1" in length.

Manufacturer narrative:
Corrected data: f10, h6. Reference (B)(4).